Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. Troubleshooting was performed. The insulin pump was programmed, and reading the reservoir volume correctly. The prime, displacement, and high pressure tests passed. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.